Event description:
It was reported that patient's atrial lead was explanted and replaced due to suspected fracture. Lead exhibited insulation damage and high/unstable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead also developed cosmetic (mio) metal ion oxidation while in vivo. Electrical cross continuity testing failed due to the inner insulation breach.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024, implantable pacing lead, (B)(6) 1995. (B)(4).